Event description:
Eval revealed that the force sensor flex pins were partially dislodged.

Manufacturer narrative:
The pump was returned to animas. Eval revealed partially dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force. The pump was rewound, loaded, and primed successfully and exercised with no loss of prime warnings duplicated.